Event description:
It was reported that the charge button on the device's paddles fell out and is missing. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with a replacement charge button. The customer later confirmed that the device has been repaired and it is back in use. The device has not been returned to physio-control for evaluation. The root cause for the reported event cannot be determined.